Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) analysis revealed that the device met 80% of expected longevity.

Event description:
It was reported that the patient was seen in the emergency room after receiving two shocks. The shocks were due to oversensing. The device was reprogrammed and the device and lead remain in use. It was also reported that the device was explanted and replaced due to normal battery depletion. No further complications have been reported as a result of this event.

Event description:
It was reported that the patient was seen in the emergency room after receiving two shocks. The shocks were due to oversensing. The device was reprogrammed and the device and lead remain in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.